Manufacturer narrative:
Block h6: imdrf device code activation, positioning or separation problem (a15) captures the reportable event of clip failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a polypectomy procedure performed on (B)(6) 2025. During the procedure, the clip failed to deploy. The physician had to pull the clip off tissue causing minor tissue trauma. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.